Manufacturer narrative:
(B)(4). The incident device was discarded by the hospital and is not available for evaluation. Additional questions in regard to the incident have been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during the liver ablation procedure, two electrodes were used together. No gas could be seen and the temperature stayed under 70. Bleeding was found through radiography, but the bleeding point couldn't be found. Hemostatic drugs were used to stop the bleeding. The incident device was discarded by the hospital.